Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon evaluation, the front response button dome switch was damaged causing the response button to be intermittently non-functional. In addition the front response button cover is missing. The monitor showed signs of physical abuse. The root cause of the damaged switch is physical abuse. There was no death or adverse event associated with the monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/22/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that the response buttons were damaged. A us distributor returned an electrode belt indicating that the patient was experiencing "check therapy pad" messages.